Manufacturer narrative:
The insulin pump passed the displacement test and self test. No unexpected multiple insulin pump error alarm noted during testing however, the formatted history file confirmed pump error alarm (line number 353 file number 680) and pump error alarm. Problem isolated to the electronic assembly as per global logic analysis. Pump failed to download history files and traces using thumps. Unable to upload/download isolated to the electronic assembly. Insulin pump received with scratched case. Pump received with pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarm. Customer stated that they were able to clear alarm and able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.